Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator stopped. Child's discomfort detected on the monitor outside the room. Ide unplugged then plugged back in the device: restart it current patient condition: bradycardia with desaturation. Current stable condition: the incident did not lead to any worsening of the child's state of health.

Event description:
It was reported that the ventilator stopped. Child's discomfort detected on the monitor outside the room. Ide unplugged then plugged back in the device: restart it current patient condition: bradycardia with desaturation. Current stable condition: the incident did not lead to any worsening of the child's state of health.

Manufacturer narrative:
The analyses of the provided log file revealed that an acoustical alarm system failure and a piezo test error was detected since (B)(6) 2021. The described alarm message was displayed and alarmed by the device over a longer period. The user started up the device on the day of the event without a device check. A complete disruption of the device operation on (B)(6) around 5 pm could confirmed by analyses of the logfile. However, the customer reported that the rockwerswitch was in position on during the event. In this case the reported event was likely caused by using the rockerswitch unintentional the device detected a piezo test error and posted the alarm message «auxiliary acoustical alarm failure» to inform the user about a problem. The auxiliary alarm is supplied via the rockerswitch. Consequently, the behavior could cause by a faulty rockerswitch. In case of a faulty rockerswitch the device is permanent switched on although the rockerswitch is in state off. In this situation the device would shut down if the rockerswitch would work properly again. Thus, it is likely that the rockerswitch was in position off when the device was started on the date of event. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the automatically piezo test visual and acoustical alarms will be activated in order to inform the user about the problem. Furthermore, during device check the user could reveal the faulty rockerswitch in test step "auxiliary acoustical alarm". The ventilation is not affected by this issue. The dräger service replaced the rockerswitch and tested the device as per manufacturer specification without any deviation. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. Field quality data are monitored and assessed by workstation neonatal care product quality board. The number of malfunctioning regarding this issue reported from the field is within accepted range.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the ventilator stopped. Child's discomfort detected on the monitor outside the room. Ide unplugged then plugged back in the device: restart it current patient condition: bradycardia with desaturation. Current stable condition: the incident did not lead to any worsening of the child's state of health.